Manufacturer narrative:
This supplemental 01 - additional information updated the b5 describe event or problem of adverse event or product problem tab.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported. A review of system information indicated that the patient remained impacted by a data processing issue within the latitude clarity data management system. Recent transmissions and connection records confirmed that the insertable cardiac monitor successfully communicated with the pmm app and that the application was active. Device data showed that certain arrhythmia detection settings were programmed, with pvc monitoring turned off and displayed as off, while pause and brady detection appeared programmed on. The information was reviewed and considered resolved. The insertable cardiac monitor remains in service, and no adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.